Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient couldn¿t tell if it was diarrhea or gas with their bowel movements. The patient also reported that ¿this thing hurts¿ and mentioned swelling. The patient mentioned pain and uncomfortable stimulation when turning stimulation up to 11. The patient was advised to lower stimulation as it should never be painful or uncomfortable. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that they were in a lot of pain and it was slowly creeping up their back, and noted being on 3 medications for the pain. The patient tried adjusting stim and was not feeling the stimulation but still felt the pain. The patient noted they turned their stimulation off until they heard back from their doctor or representative. The patient¿s controller was also showing lost connectivity, and troubleshooting did not resolve the issue. On (B)(6) 2018 the patient reported that they had their son take out their wires because their muscles in their back were locking up, causing pain and making it difficult to breathe. No further complications were reported.